Event description:
It is reported the pt was revised due to a non union of the fibular and a possible infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.